Event description:
Following si joint arthrodesis surgery on (B)(6) 2014, the patient developed a stitch abscess infection that was treated with oral antibiotics and resolved.

Manufacturer narrative:
Based on the information provided, review of surgeon training guide, IFU, certificates of analysis and fmea, the most probable root cause is a postoperative infection at the incision site. Part number, lot number, manufacture date, expiration date: ifuse implant, p/n 7050-90, lot# i0863, manufactured 06/27/13, expires 2018-11 (x2); ifuse implant, p/n 7045-90, lot# 166189, manufactured 11/14/13, expires 2018-11.